Manufacturer narrative:
(B)(4). Batch #191a33. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one ecr60g reload present. The reload was received fully fired and with damage from the proximal end. In addition, a reload pan was received inside of a plastic bag. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the reload pan to dislodge. The damage on the reload, it is possible that the damage was due to improper handling of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the pcee60 device locked out on the second reload. Surgery delayed 10 minutes. Used another device, with procedure not completed successfully. No patient consequences reported. No further information is available.